Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed mission disposable core biopsy kit was returned for evaluation. On visual evaluation, the package appeared clean and it was noted that there was a blue marking within the package. Therefore, the investigation is confirmed for the reported device contamination with chemical or other material issue as a blue marking was noted within the package. A definitive root cause for the alleged device contamination with chemical or other material issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2024), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, a blue foreign matter was allegedly found in the plastic blister. There was no patient contact.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2024).

Event description:
It was reported that prior to a biopsy procedure, blue foreign matter in the plastic blister was allegedly found. There was no patient contact.

Event description:
It was reported that prior to a biopsy procedure, a blue foreign matter was allegedly found in the plastic blister. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed mission disposable core biopsy kit was returned for evaluation. On visual evaluation, the package appeared clean and it was noted that there was a blue marking within the package. Therefore, the investigation is confirmed for the reported device contamination with chemical or other material issue as a blue marking was noted within the package. A definitive root cause for the alleged device contamination with chemical or other material issue was determined to be manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2024), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.